Event description:
It was reported that a skin irritation causing itchy, redness, weeping and scabbing had occurred while wearing the pod for unknown amount of time. The patient stated currently has a prescription for 2 day wear. The patient was recommended dupixant, obsoleta, tacrolimus, and obsoleta.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.